Manufacturer narrative:
Patient age, sex and weigth are unknown. The investigation is not yet completed. A follow up report will be submitted with all additional, relevant information.

Event description:
We have been informed of the following: "in an asd case, the product in question (24mm) was selected based on the result of tee sizing. Upon the deployment inside the patient, the product turned out to be too small for the defect; therefore, it was determined to be replaced with a larger one (27mm). However, the occluder in question unintentionally detached from the pusher before being retracted into the sheath for removal. After the product migrated to the right atrium, right ventricle, and main pulmonary artery in that order, it was successfully removed by using a snare. Finally, a 27mm occluder was implanted without problems, and the procedure was completed. The size of concurrently used ods v1: 12fr" the patient is in good condition.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaints exist from the complained lot regarding the same complaint reason. The documentation review of the flex ii pusher was performed by the legal manufacturer (h+h maslanka) and did not reveal any deviations. The complained devices were discarded by the hospital and were not returned for investigation, therefore testing of the device was not possible. Additional information to the event was provided: "during the procedure, the physician mentioned that the coil was not properly locked, so they performed additional tightening. However, since the report came after the tightening operation, we were unable to visually confirm the situation at the time." Considering this statement, the flex ii pusher was used despite not being properly locked, performing additional tightening. According to the IFU, another device should have been chosen, and the complained device should not have been used. The IFU covers all warning and preventive measures to avoid the occurrence of unintentional release.